Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead helix would not deploy within the patient's body. The lead was explanted and the helix was attempted to be deployed, however, the helix would not deploy. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to blood. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.